Manufacturer narrative:
Product event summary: the full delivery catheter was returned in segments, and analyzed. Analysis indicated that the mechanical operation of the catheter slit was not on the score line. The mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery catheter broke just below the hub during slitting. The delivery catheter was removed. No patient complications have been reported as a result of this event.